Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user's nephew stated the wheel bolt holding the wheel to the bracket is stripped causing the front wheel to fall off.